Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application displayed a diagnostic message after launching. Several relaunch attempts failed to resolve the issue and then the application could not relaunch at all. The application was then uninstalled and then reinstalled and could then connect to the patient connector, however a connection to the programmer base could not be established. It was noted that the application crashed several times and the connection to the patient connector had to be remade. After about the fourth time, the programmer base was connected, the application then started updating, and after about 10 minutes, the installation was complete again. Attempts were made to reconnect again however the programmer base still could not connect despite the patient connector being able to connect to the implantable device. It was noted that after the case further attempts made to connect to the programmer base were successful. No patient complications were reported as a result of this event.